Manufacturer narrative:
The lead was returned and visual inspection revealed that the lead was cleanly cut into two pieces approximately 65 cm from the distal end of the lead and the proximal portion of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test couldn't be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean-cut. A labeling review was performed on the leads' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states that system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The lead was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause is a known inherent risk of device.

Event description:
It was reported that the patient was seen for a stimulation adjustment five days after the implant of the spinal cord stimulator (scs) lead, at which time multiple areas of high impedances were identified on the left lead. The patient stated that the lead disconnected from the external or cable multiple times and had it reconnected, but it had now disconnected again and it could not be reconnected. During the programming session the patient pain areas were not able to be covered, causing inadequate stimulation. The patient underwent a procedure in which the lead was replaced, is receiving adequate stimulation and is doing well post operatively.

Event description:
It was reported that the patient was seen for a stimulation adjustment five days after the implant of the spinal cord stimulator (scs) lead, at which time multiple areas of high impedances were identified on the left lead. The patient stated that the lead disconnected from the external or cable multiple times and had it reconnected, but it had now disconnected again and it could not be reconnected. During the programming session the patient pain areas were not able to be covered, causing inadequate stimulation. The patient underwent a procedure in which the lead was replaced, is receiving adequate stimulation and is doing well post operatively.